Event description:
It was reported that the patient was seen in the hospital due to syncope. The right atrial lead exhibited noise, intermittent capture, and rib clavicle crush damage. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.